Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, the enteral nutrition was unable to be injected into the device. It was noted the internal bolster bumper was buried into the gastric mucosa during use. A new securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.